Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure got delayed and procedure was completed after restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no longitudinal movement of the front arm. A review of the system logfiles found motor assembly error. By rebooting the system, the issue was resolved. No further information regarding the issue has been provided by the customer. No onsite service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. Upon follow-up the customer confirmed that device is in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the arm could not be operated. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.